Manufacturer narrative:
Sections with additional information as of 31-may-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Event description:
Consumer reported complaint for control test results out of the control range. The customer stated she had performed control tests using level 1 control solution and had obtained results of 61 and 63 mg/dl: control level one, lot number 2bc1b52. Manufacturer¿s expiration date is 12/31/2023, and open date is (B)(6) 2023. The results were out of the acceptable range of 20-50 mg/dl. The customer feels well and did not report any symptoms. No medical attention associated with the use of the products was reported. The test strips are stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/25/2024, and open vial date is (B)(6) 2023.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter, test strips (2 vials) and control solution were returned for evaluation. Product testing was performed and defect found on returned test strips: results out of range. No defect found on returned meter and returned control solution. Root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in a follow-up call on 16-mar-2023, (with additional call on 05-apr-2023) to ensure the replacement products resolved the initial concern and able to establish contact with customer who stated replacement products resolved initial concern.